Event description:
It was reported that system failure occurred, configuration required. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the top case corner was cracked, the bottom case gasket was damaged and the right plunger cased was cracked. No error codes could be retrieved from the ehl (event history log) due to the configuration issue. The customer reported issue was duplicated upon power up during the investigation. Root cause of the reported issue is due to an incomplete upload process by the customer. Downloaded the standard configuration 1a12 and power cycled the pump which cleared the alarm. Performed power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.